Event description:
It was reported that after completion of the surgery, the battery housing for the zimmer pulsavac plus was warm. A spray of sparks was released during the removal of the batteries (cable was cut with scissors prior to the removal). The customer has some burns on his hand. It was observed that the batteries were cracked.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.